Event description:
On (B)(6) 2012, the lay user/patient's mother contacted lifescan (lfs) alleging that the patient's onetouch ultralink meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient's mother reported the alleged issue began at an unknown date/time prior to contacting lfs. The patient's mother reported an unspecified high result with the subject meter and an unspecified result on another meter (onetouch ultramini meter), performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these unspecified glucose results could not be determined for the expected value of <= 30% and/or <= 30 mg/dl. As part of the patient's diabetes regimen, the mother claimed the patient is on an insulin pump. At the time the alleged issue began, the patient's mother was not able to specify if the patient took any action regarding her diabetes regimen. The mother reported the patient was feeling shaky and unwell prior to the start of the alleged issue. In response to the symptoms, the mother stated the patient drank a box of juice and ate sugar tablets (unknown amount). At the time the alleged issue began, the mother indicated no other blood glucose device was used. At the time of troubleshooting, the patient's mother informed the cca that the patient had used an approved sample site used to obtain the result from the subject meter and the meter's unit of measure was set correctly. The patient's mother was not able to specify if the patient's process for testing was correct. The cca was not able to determine if the test strips were in good condition since the test strips were not available. Replacement products were sent to the patient. This complaint is being reported because the patient's mother claimed the patient obtained an inaccurate high result on the subject meter that did not correlate with the patient's symptoms suggestive of severe hypoglycemia and the treatment she received.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis on february 10, 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The 510(k) # is k073231.